Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent shaft broke. The target lesion was located in the moderately tortuous, calcified, 85% stenosed "cls" lesion. The lesion was not predilated. The physician placed a 3.00 x 28 taxus express2 drug eluting stent in the vessel. A 3.00 x 12 mm taxus stent was then advanced toward the lesion, but was unable to cross the previously placed taxus stent and a shaft break occurred. The break occured in a portion that was still outside the patient's body. The shaft was withdrawn slowly without difficulties. The procedure was successfully completed using balloon dilations. No patient complications were reported. The patient's status is reported as "satisfactory/good".